Event description:
Same case as MFR#: 2134265-2010-02206. It was reported that during a rotational atherectomy procedure, the guide wire tip became detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery (lcx). Ivus was performed pre-procedure. A rotawire ex support guide wire was advanced to the lesion. Utilizing a rotablator rotalink plus 1.5mm bur, ablation was performed. During the first and second ablation attempt, the bur stalled. Upon removal of the rotawire, it was noted that a fragment of the wire, measuring approximately 20mm, had detached inside the patient¿s lcx. As the facility did not have a snaring device available, the physician opted to leave the wire fragment in the patient. The procedure was completed after implanting a non bsc stent in the lesion. No additional procedures are scheduled at this time. There were no additional patient complications reported and the patient¿s condition was reported as ¿good¿.

Manufacturer narrative:
(B) (4). (B) (4).

Manufacturer narrative:
Device evaluated by MFR: visual examination of the returned device revealed the distal end was slightly wavy, coils were present, but stretched and the distal tip was missing. Approximately .14-.19cm of the distal tip is missing, including the ballweld. Sem (scanning electron microscopy) analysis indicated the fracture site exhibited evidence of compression and tension indicative of a bending action. An indent mark pressed into the wire wall by some external object adjacent to the fracture was also observed on the compression side of the wire. The fracture surface exhibited elongated dimple ruptures and surface smear in a rotational direction. No other material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
Same case as MFR#: 2134265-2010-02206. It was reported that during a rotational atherectomy procedure, the guide wire tip became detached. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified distal left circumflex artery (lcx). Ivus was performed pre-procedure. A rotawire ex support guide wire was advanced to the lesion. Utilizing a rotablator rotalink plus 1.5mm burr, ablation was performed. During the first and second ablation attempt, the burr stalled. Upon removal of the rotawire, it was noted that a fragment of the wire, measuring approximately 20mm, had detached inside the patient¿s lcx. As the facility did not have a snaring device available, the physician opted to leave the wire fragment in the patient. The procedure was completed after implanting a non bsc stent in the lesion. No additional procedures are scheduled at this time. There were no additional patient complications reported and the patient's condition was reported as 'good'.